Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("planned uterus removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient will undergo hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: the reporter was the daughter of the patient. It was reported that the patient will undergo removal of the uterus due to essure system. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 140 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("planned uterus removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: the reporter was the daughter of the patient. It was reported that the patient will undergo removal of the uterus due to essure system. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jan-2018 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 140 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jan-2018: case correction: the field "number of similar incidents" was updated incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.